Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, failure to capture and low pacing impedance was noted on the right ventricular lead. The physician alleged malfunction on the device. Corrective programming changes were made and surgical revision was planned. No adverse patient consequences were reported.